Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the reagent probe a collar wash valve to resolve the issue. (B)(4).

Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 600 pro synchron system leaked at the reagent probe a collar wash due to intermittent lack of vacuum. The operator wore personal protective equipment consisting of gloves. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not alleged by the customer and there was no change or effect to patient treatment in connection with this event.